Manufacturer narrative:
Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2019. The original surgery is dated (B)(6) 2016. The revision surgery occured because of reported patient fall. During the revision, the original femoral cocr head was removed and replaced with a new femoral cocr head.